Event description:
In 2004 - a dental implant was placed in tooth location #30. In 2005 - during second stage uncovering, the implant cover screw could not be removed from the implant. Subsequently the implant was removed. The pt had some pain. In 4/2005 - the clinician was contacted. He stated "the pt had no problem after implant removal and the implant was replaced".